Manufacturer narrative:
The analysis on the camera of the navigation system was completed by medtronic personnel. Testing found that the event log showed occurrences of the reported issue on the event date. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The imaging system then passed the system checkout and was found to be fully functional. The suspected camera was returned for analysis, however, results are not yet available.

Event description:
Information was received regarding a navigation system issue that occurred outside of a procedure. It was reported that the camera failed an accuracy test. There was no patient present when this issue was identified. No further information was provided.

Manufacturer narrative:
The FDA codes were updated to correct the current coding guidelines. If information is provided in the future, a supplemental report will be issued.